Event description:
Air still remained inside the hub of the trufill dcs orbit (637mf0202/lot 13320315) after air prep with the dcs syringe (lot unknown). The product was not used in the patient and the procedure was continued using another coil. The air prep was conducted according to (IFU) instruction for use guidelines. Additional information indicated that no damages were noted on any other part of the systems. During prep, no damages were noted on the hub of the delivery system. The same dcs syringe was utilized to complete the procedure, since it was not damaged. The blue area on the syringe gauge was never exceeded. A dedicated saline source was utilized to fill the syringe, and during prep, and prior to connecting to the dcs hub, all the (IFU) information for use guidelines were follow to load the syringe to the hub of the dcs system. During prep, and prior to connecting to the dcs hub, all the air bubbles were removed from the barrel. No further information was available.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with lot 13320315 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Non-conformances: no nonconformance records were issued for this lot. The device history record (DHR) review indicates that the product was tested and inspected per established manufacturing requirements including purge hold flow test results. Based on the available procedural information and without the return of the product for analysis, no conclusion can be made regarding the reported air remaining in the orbit coil system after purging. No manufacturing or design issues related to this event are identified with review of the DHR.